Event description:
It was reported that the programmer made a very loud noise upon being turned on and was unable to interrogate. It was further reported that the radiofrequency programmer head was not changed out or tested. The programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments of a loud noise being heard when the programmer was powered on and that it was unable to interrogate. The programmer operated as intended at the bench and passed its functional vxi test. The system fan was replaced as a preventive. Analysis did note that the tab on the power cord bay door was broken and that the solder joints of the electrocardiogram connector were damaged. The power cord bay and the link electronic module (lem) board were replaced and the lem was calibrated as well, to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).